Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: blood loss, bleeding, vascular trauma (i.e., dissection, rupture, perforation , tear, etc.) W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an endovascular procedure with retrograde in situ branch surgery (ribs) for two thoracic aortic aneurysms (one in aortic arch and one in descending aorta) using gore® tag® conformable thoracic stent graft with active control system and non-gore stent graft (zenith alpha thoracic endovascular graft, cook medical japan). Gore® viabahn® vbx balloon expandable endoprosthesis and gore® viabahn® endoprosthesis were used as thoracic branch grafts. A 22fr×65cm gore® dryseal flex introducer sheath (sheath) was used for the procedure, and was inserted from the right femoral artery. After all planned stent grafts were implanted, the physician roughly withdrew the sheath without dilator after which the blood pressure decreased. The physician performed angiography while occluding the access vessel with a balloon catheter. The angiography confirmed that the access vessel just above the insertion site had been damaged. As a treatment, a gore® viabahn® endoprosthesis was implanted and lined with a s.m.a.r.t® stent (cordis japan) to successfully seal the damaged part of the vessel. Reportedly, this event required 6 units of blood transfusion. The patient tolerated the procedure.